Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected intermittent high out-of-range shock impedances and threshold measurements. Technical services (ts) reviewed the device data and recommended lead integrity and sync shock testing. Troubleshooting was performed and all configurations where the proximal coil was involved the impedances were out-of-range. The lead configuration in the device was reprogrammed from dual coil to single coil (the lead is a non-boston scientific product). It was noted that there were also some noisy signals on the shock channel. The device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected intermittent high out-of-range shock impedances and threshold measurements. Technical services (ts) reviewed the device data and recommended lead integrity and sync shock testing. Troubleshooting was performed and all configurations where the proximal coil was involved the impedances were out-of-range. The lead configuration in the device was reprogrammed from dual coil to single coil (the lead is a non-boston scientific product). It was noted that there were also some noisy signals on the shock channel. The device remains implanted and in service. No adverse patient effects were reported.